Event description:
It was reported a spectrum pump alarmed "door not fully latched". It was also reported there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom " 'door not fully latched' alarms". The evaluation found that force required to secure the door was above expected levels, resulting in the reported symptom. The door hooks were replaced and the unit was reworked to correct this condition.